Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-06761 and 2134265-2015-06760. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the unspecified lesion. During procedure, pullback stopped halfway through. It was also noticed that the touch screen and mouse froze. Rebooting the system resolved the issue. No patient complications were reported.

Manufacturer narrative:
The acq pc was received in good condition with no visible damage observed. Evaluation of the returned device revealed that the acq pc failed the self-test connection and the functional test. The most probable cause of the reported failure was attributed to loose pc memory modules in the memory sockets on the acq pc motherboard. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the unspecified lesion. During procedure, pullback stopped halfway through. It was also noticed that the touch screen and mouse froze. Rebooting the system resolved the issue. No patient complications were reported.